Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc) during atrial flutter ablation procedure. This lead was programmed to off-electrocautery mode for voo pacing. A boston scientific technical services (ts) consultant discussed that when the device is in electrocautery mode and see an external power source, the device paces at sub threshold levels. The patient was pacemaker dependent. Additional information received from the field representative indicated that loc resulted in greater than two seconds of asystole. This lead was re-programmed and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
A portion of this product has been received for analysis. If analysis is completed on this product, this report will be updated at that time.

Event description:
Additional information was received that this lead was surgically abandoned due to the previously reported loss of capture with asystole. This lead was severed and a portion has been returned for analysis. No additional adverse patient effects were reported.